Manufacturer narrative:
During failure analysis, the reported event of unintended activation was not duplicated; however, it was confirmed during service evaluation. Damage to the flex assembly in the cable was found in the device which is a potential causes for unintended activation.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the core sumex drill was running own its own without user activation during the course of a procedure at the user facility. The device also turned on without depression of the foot pedal. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup set was used, and the procedure was completed successfully.

Event description:
It was reported that the core sumex drill was running own its own without user activation during the course of a procedure at the user facility. The device also turned on without depression of the foot pedal. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup set was used, and the procedure was completed successfully.